Manufacturer narrative:
The report of a potentially compromised driveline lead can be confirmed based on the evaluation of the returned portion of driveline. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2018 on (B)(4). Approximately 21.5¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed that the brown and black wires were kinked, adjacent to the controller connector. Further examination of the wires in the area of the kinks, revealed a breach in the insulation of the black wire. The conductors of the black wire were exposed. The insulation breach of the black wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The 5 remaining wires were free from any insulation breaches. The insulation breach of the black wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground while the device was supported by the power module.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that pump stoppage events occurred while connected to the power module patient cable on (B)(6) 2018 at 8am. The patient was admitted on (B)(6) 2018 and the vad coordinator replaced the pocket controller. The log files were submitted to technical services and confirmed pump stoppages. The patient was kept overnight for observation and was later discharged on (B)(6) 2018. X-rays were submitted and technical service noted x-ray submitted was unremarkable. There have been no further pump stops since the driveline repair on (B)(6) 2018. No additional information was provided.